Event description:
Caller states, that the patient tested 7.1 inr on the device and 5.4 inr on a comparsion lab. Caller states, that coumadin was held due to device results. No adverse event reported. Requested return of suspect device and replacement was sent.